Event description:
It was reported that the patient was intubated in intensive care unit (ICU) due to patient condition. During the visit, the consult was sent, and boston scientific representative confirmed there was loss of capture (loc) on this right ventricular (rv) lead. The re-programming was performed, and the rv impedances were high out of range measuring greater than 3000 ohms. Bsc representative programmed back to unipolar, and the thresholds were at 3.2v. The patient had underlying rhythm. It was noted that the patient had blood pressure issue and alcohol abuse and there were no device related symptoms. This rv lead currently remains in service. No adverse patient effects were reported.